Manufacturer narrative:
This is a duplicate of 3013756811-2025-180207.

Event description:
It was reported that the pump screen was dark and unresponsive, with no led light blinking. The customer's blood glucose level was measured at 306 mg/dl, which is within the normal range of 54-500 mg/dl, indicating no adverse impact. Technical support instructed the caller to try different troubleshooting methods, including pressing the pump button and using different charging supplies, but the pump remained unresponsive. Ultimately, technical support decided to replace the pump, ensuring the customer would use an alternate method, multiple daily injections (mdi), for insulin delivery in the meantime. The caller was instructed on how to put the pump into storage mode and to return it with a pre-paid label.